Event description:
It was reported that the device displayed a ventilator failure. There was no injury reported.

Manufacturer narrative:
Evaluation and assessment of this case was based on log file evaluation. The log indicates that the device was powered on at 5:42 am and passed the following power-on self-test without deviations. Later during the particular procedure, the device detected a significant deviation between calculated and measured piston position and forced a shut-down of automatic ventilation; the shut-down was accompanied by a corresponding alarm. In reflection of the fact that the device was in operation for more than 15 years, the most likely explanation for the piston position error is an abraded collector disc at the ventilator motor. This can lead to intermittent electrical contact to the carbon brushes and can cause fluctuations of the rotation speed. The motor drives the ventilator piston up and down; speed fluctuations may result in deviations of the piston hub - the unintended generation of potentially hazardous output or severe damages to the ventilator unit cannot be excluded. Thus, the system is designed to shut-down automatic ventilation if such condition occurs. The hospital's biomedical engineer has reportedly replaced the entire ventilator unit by another one removed from a device that was taken out of service. The apollo passed all consecutive tests and is back in use without further problems reported since then.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device displayed a ventilator failure. There was no injury reported.